Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunctions found during the device inspection were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope was found to have corrosion on the ultrasonic transducer. In addition, the adhesive around objective lens is peeled at the distal end. There was no patient involvement.